Event description:
The complaintant has reported that a pt (age and gender unk) underwent a therapeutic egd for hemostasis within the duodenum. The resolution clip device deployed prematurely inside the sheath. The issue occured one other time (see MDR ID# 6000048-2006-00067 before the procedure could be completed with use of another of the same device. The pt was noted to have lost some blood. Volume is not known. The pt underwent an angiogram. Result of the angiogram is not known. There is no further info available from the user-facility.